Manufacturer narrative:
Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) directly and also via manufacturer¿s representatives (reps) regarding a patient receiving lioresal (2,000 mcg/ml at 1700 mcg/day) via an implantable pump. The pump's indications for use (IFU) were noted as intractable spasticity and cerebral palsy. The lioresal lot number was noted as ds0080. On (B)(6) 2015, the rep reported that they did not have a way to determine the concentration of the lioresal from the vial lot number as that was all the hcp had to go by to determine the drug concentration. The rep stated that the patient had a "little bit of spasticity return" and the hcp was questioning if the wrong concentration was utilized with the pump refill. The patient experienced increased spasticity. The rep stated that the patient was going to be evaluated on (B)(6) 2015. Additional information received from the hcp on (B)(6) 2015 indicated that the patient experienced withdrawal. The symptoms were sudden. The patient had a pump refill on (B)(6) 2015 during which the hcp programmed a 5% increase in daily dose. The hcp stated that they pulled back at 15 ml and at 0 ml during the refill to make sure they were in the reservoir port. The patients pump is very superficial, so they were sure they were in the refill port. The hcp stated that the patient was having medical issues, and continued to have spasticity, but was getting those things taken care of. On the morning of (B)(6) 2015, the hcp received a call saying that the patient was experiencing spasms and itching. The hcp reviewed the printout which showed that the daily dose was increased by 5%. The patient went to the emergency room (ER) on (B)(6) 2015. Valium was administered to the patient at the ER because oral baclofen wasn't enough. The hcp said that the pump was refilled on the afternoon of (B)(6) 2015 and the patient started to have symptoms by evening on that day (around 8 hour later). The hcp wanted to know what concentration of baclofen was associated with lioresal lot # ds0080. The patient was supposed to return on (B)(6) 2015 for troubleshooting; the hcp was going to withdraw/replace the drug in the reservoir and perform a roller study and a catheter dye study. The hcp said that the pump was not alarming. Additional information received from another rep on (B)(6) 2015 indicated that she received a call from the hcp on that date reporting that the pump was in stopped pump mode. The rep stated that the hcp had a printout stating that the pump was programmed to simple continuous with a bridge bolus at the last refill on (B)(6) 2015. The rep was going to follow-up with the hcp. The rep called back and wanted to know whether there would have been a warning screen on the 8840 programmer if the hcp pulled the telemetry head off the pump before the update was complete. The hcp didn¿t remember getting any pop-up message and couldn¿t find the session data report in any of the four 8840 programmers the clinic had. The rep reported that the hcp just keep saying that the report must have been printed out incorrectly. The rep later called back on the same day and stated that she spoke with another hcp who told her that the pump printout they had seen had the old and new settings. The manufacturer¿s patient support specialist (pss) explained to the rep that a print report will display the current and new pump settings, but a session report will indicate the pump¿s status after update. The rep requested that the patient support specialist follow-up with the hcp; a call was made to the hcp and a voicemail was left for the hcp. The first rep later reported on (B)(6) 2015 that the hcp checked the patient's chart information and verified that the correct dosage was used during the pump refill. Follow-up has be requested for the patient¿s pertinent medical history, other medications that the patient was taking at the time of the event, the cause of the stopped pump, actions/interventions taken to resolve the stopped pump and withdrawal symptoms, and the serial number of the 8840 programmer involved with the stopped pump. A follow-up report will be filed if additional information is received.